Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction around the sensor adhesive. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as a red irritation and itchy. Triamcinolone acetonide 0.1% usp prescribed on (B)(6) 2016 for a previous reaction to be used to treat the affected area after the senor is removed. At the time of contact patient is good. No additional event or patient information is available.